Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high and low blood glucose (bg) levels of 550 mg/dl and 45 mg/dl respectively, causes were unknown. High bg was addressed with a correction bolus, a manual injection, and a supply change. Low bg was addressed by drinking orange juice and eating candy. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.